Event description:
It was unknown as to whether there was more than one motor stall noted in the event logs. The patient recovered without permanent impairment.

Event description:
It was reported that a pump motor stall occurred and never recovered. No tube set message was recorded after the motor stall. The date of the event was reported as (B)(6) 2015. The patient experienced headache and backache. The patient required hospitalization. The cause of the motor stall was not determined and the issue was not resolved. Pump logs were read but no information was provided. The pump was explanted and replaced on (B)(6) 2015. Patient outcome was unknown. The device system delivered dilaudid, bupivacaine, and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Upon device return, analysis of the pump found anomalies with the motor. The gear train had issues with corrosion and/or wear and/or lubrication. It was also found that the motor stall was due to shaft bearing. (B)(4)

Manufacturer narrative:
Product ID: 8590-1, lot# n207294, implanted: (B)(6) 2009, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).